Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the morning after implant, the patient's left ventricular lead was found to have pulled back. Abnormal thresholds were noted. A lead revision was attempted but was unsuccessful due to difficult anatomy and the lead was removed but not replaced. The patient was discharged.